Event description:
It was reported, "(B)(4) - four (4) consecutive guidewires bent that were brand new. Was not caused by reprocessing. Did not save the product or record the lot #." It also was reported that there was no patient injury.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A DHR/lhr, device history record/lot history record, review was not accomplished for the lot number was not available. The devices were discarded by the end-user and lot numbers were not made available; therefore, the complaint remains unconfirmed and the root cause of the reported failure mode is inconclusive. Possible manufacturing causes of this complaint could be excessive load applied to the guide wire during the production. In-process and quality control inspection is done on the product and this failure mode is highly detectable. One hundred percent (100%) hand pull and proof load, guidewire to spring test is done to assure proper functioning. Furthermore, damaged devices are scrapped during production. Possible causes for this failure mode could be due to shipping/handling or end user related issues. IFU, instructions for use, specifies that, "remove the guidewire from packaging and carefully inspect it for any damage that may have occurred during transit or handling". The IFU also warns, "inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued". Any damaged device should be detectable prior to its use. The proximal end of the spring is less flexible than the distal end of the spring; thus, excess force applied on the device during guidewire insertion process could cause the tip to bend. The IFU of the device indicates, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action". Also, excessive force used during the device cleaning procedure could cause damage to the guidewire. The IFU specifies, "avoid using excessive force on the wire and spring tip while cleaning. Do not bend to twist the spring tip as it may cause the soldered joints to deteriorate". Possible causes for this complaint could be device damage caused by excessive force exerted by the end-user. No manufacturing related defect was observed during the investigation; therefore, no corrective action is recommended at this time. With no devices returned for evaluation, the suspect devices cannot be held at fault for the incident, the incident has been determined to be use related either handling issues or use of excessive force during the procedures. Conmed corporation is considering these complaints closed. The following medwatch reports are associated with each other, the four (4) medwatch reports submitted one (1) for each reported device: 3007305485-2013-00053; 3007305485-2013-00054; 3007305485-2013-00055; and, 3007305485-2013-00056. Device not returned to conmed corp.